Manufacturer narrative:
The customer indicated that the erroneous results were generated after a routine ion-selective electrode (ise) weekly maintenance was performed. The qc immediately after the maintenance was performed recovered within the ranges established by the laboratory. Per the customer, the procedure in the laboratory is to calibrate potassium (k) every eight (8) hours and run qc on all of the electrolytes. When this was done eight (8) hours after the maintenance had been performed, na, cl and ca qc recovered outside of the established ranges. A field service engineer (fse) assisted the customer with troubleshooting (ts) via telephone. After the system was primed and recalibrated the results were within the normal reference range. A clear root cause for this event has not yet been determined to date, although this event appears to be connected to performing the weekly ise maintenance procedure. This reportable event was identified during a retrospective review of complaints within the date range of 09/11/2010 - 10/22/2010 for additional reportable events.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron chemistry analyzer is generating erroneous sodium (na), chloride (cl), and calcium (ca) results for one patient who was admitted to the hospital based on the false results. Na and ca patient results falsely recovered low and cl patient results falsely recovered high. A second patient was also admitted to the hospital based on the erroneous results. However, the customer did not indicate which of the two (2) patients recovered these results. The samples were repeated and results within normal range were obtained. Amended reports were initiated. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed directly to this event. A separate MDR 2050012-2011-00829 was submitted for the malfunction portion of this event. The affect to the second patient has been documented in report 2050012-2010-00831.